Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and pump error 23 on the insulin pump. Customer¿s blood glucose level was 565 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for pump error 23 was performed. Customer advised they replaced the battery on the insulin pump however they needed a replacement. Customer declined to troubleshoot for high blood glucose levels. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. The pump was communicated properly with guardian link and glucose sensor simulator.